Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: an indwelling catheter was inserted because the patient had a full bladder. It was observed that there was no drainage. When attempting to remove the catheter it was found to be cut. Another catheter was inserted with some discomfort for the patient.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports that only part of the infl ation line and drainage funnel was returned. It was also reported: "visual examination was conducted on the incomplete returned sample and it was observed that the catheter was broke into two however only the funnel portion was returned. The funnel was examined using dino-lite to analyse the damaged area and based on observation, the torn edges were jagged and having excessive material at one side indicating that there is some external force was applied at the joint area causing the catheter to break. Further observation on the funnel portion reveals that the shaft portion was still intact in the funnel suggesting that the tube was once well attached to the funnel. Visual examination on the other areas of the catheter shaft was not able to continue due to no sample of shaft portion was not returned. Catheter broke may occur due to various reasons such as catheter was in contact with sharp or pointed object, effect of used of clamper, excessive force applied at the funnel end or between the shaft as a result of catheter stuck at crib rail or tube extended as the patient glide on the bed." The manufacturing site also reports that a positive release test at the injection molding process was implemented. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. The complaint could not be confirmed as an incomplete sample was returned; therefore, a proper investigation could not be conducted.

Event description:
Reported issue: an indwelling catheter was inserted because the patient had a full bladder. It was observed that there was no drainage. When attempting to remove the catheter it was found to be cut. Another catheter was inserted with some discomfort for the patient.